Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that they were able to clear and it recurred again. Customer also stated that they received no delivery alarm. Customer declined to troubleshoot. Customer blood glucose was 300 mg/dl and it was treated with manual injection and insulin pump. The insulin pump will be return for further analysis.